Manufacturer narrative:
Date of the event is estimated during processing of this complaint, attempts were made to obtain complete patient information. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference# 3006705815-2020-30713. It was reported the patient¿s entire scs system was removed due to an infection. The site of the infection is unknown.